Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was able to verify the complaint as the temperatures during quality testing did exceed requirements. The returned attachment was tested by manufacturing personnel and did not meet production specification. It was also noted by production personnel that they were not able to insert the bur. Quality personnel then investigated the attachment. It was confirmed by quality technician that it was hard to insert and remove the bur from the chuck. Maximum recorded temperature while free running the attachment with coolant spray off was 61.8°c. Maximum temperature while under load testing was not recorded as the attachment seized up after 16 seconds. The attachment was then disassembled and microscopically evaluated. Microscopic evaluation revealed significant gear wear on the head-tail and head assemblies. Cap end bearing retainer looked good but it was covered with debris. Bur end bearing retainer was completely destroyed. This failure would have resulted in instability of the set assembly and introduced abrasive material to the inner components of the head and neck during use. It is reasonable to suspect gear function was compromised by the added debris inside the head which is evident from significant wear/missing teeth on the gears. Bur end bearing failure, free roaming ball bearing and excessive debris most likely created friction within the head which resulted in temperature increase.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated and burned a patient's lip; no intervention was required.